Event description:
Since 2005, the patient dealt with "loss of use of one side and not getting relief". The pump was explanted. The medication being delivered via the pump was not reported. Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.